Manufacturer narrative:
Correction h11: the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "over infusing per sam" was reproduced. The device was tested for flow accuracy test and it delivered with an error percentage of 7.375%. A review of the event history log revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel and m2/m3 springs. The pressure plate travel requires adjustment and m2/m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.